Event description:
It was reported that the device was in backup vvi mode. The device was restored to normal function. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).